Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer primed the tubing with 45 units of insulin but no insulin drips were observed to be exiting the infusion set tubing. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 135 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.